Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying inaccurate erratic readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2015 at approximately 7pm when she obtained blood glucose results of 90, 111 and 141mg/dl using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient stated that she manages her diabetes using pills, diet and/or exercise, and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of passed out, tingly fingers, cold, clammy and light-headed approximately 15 minutes after the alleged issue began, and reportedly self-treated by taking glucose tablets/gel on (B)(6) 2015 at approximately 7:20pm in response to the reported issue. The patient confirmed that their blood glucose was not measured using any other device at the time of the reported issue. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the patient's testing procedure was correct, the unit of measure was set correctly at time of testing and the test strips were not expired. The csr also noted that the patient did not have control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed retains testing. The retain test strips failed performance testing with blood and were found to be biased low at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.